Event description:
It was reported that the customer's blood glucose level dropped to around 20 mg/dl. He was assisted by the paramedics. He drank juice and ate glucose tablets. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.